Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple unspecified cartridge alarms occurred. Customer blood glucose (bg) during last alarm was 232 mg/dl. Cartridge changes were performed resolving the alarms.